Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that between 12:45 a.m. To 2:45 a.m. The nurse noticed that the pump over infused insulin to the patient. The nurse returned the devices to the biomed department, who in turn, quarantined the unit and checked the event logs, only to find that they were unable to duplicate the over infusion event and the device appeared to function normally. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of an over infusion of insulin was not confirmed. Physical inspection of the device showed no contributory factors. Review of the logs showed that at 10:04 am on (B)(6) 2018 an infusion was started for fluid bolus drug at 50 ml/hr with a vtbi of 500 ml. A few seconds later an air in line alarm occurred. It is unknown if some fluid was expelled as the user addressed the air in line condition. The infusion was stopped after two hours at 12:04 pm, recording a total volume infused of 99.821ml. Rate accuracy testing was performed and the device was within specification and operating as intended. The root cause of the customer¿s report of an over infusion was not determined.